Event description:
It was reported that during use of right ventricular (rv) lead, device rv sensitivity programmed to 8 millivolts due to cover up cross-talk from atrial pacing. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID a3dr01 ipg, implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.